Event description:
It was reported that this device battery showed 40% remaining, but recently had dropped to 3% remaining. Premature battery depletion was alleged and analysis of the data was requested. This device remains implanted. No adverse patient effects were reported.